Manufacturer narrative:
The centrimag motor associated with this event was not returned and the serial number was not reported. Per reported information, the issue resolved and the motor remained in use. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (doc. #pl-0047) section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction to g1 and g2.

Manufacturer narrative:
The centrimag motor is not a single-use device. The age of the device is unknown. No further information was provided. The patient remains ongoing on the replacement system. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support system. It was reported that the system had to be replaced with a backup system due to an unexplained sudden stop. There was no adverse consequences to the patient. No further information was provided.